Manufacturer narrative:
Device evaluation summary: the spiderfx embolic protection device was received loaded within the distal tip of the cutter assembly of a hawkone directional atherectomy system. Several kinks in the spiderfx capture wire noted proximal of the cutter. The guidewire lumen on the cutter has been zippered by the spiderfx capture wire. The spiderfx capture remains in the distal tip of the cutter guidewire lumen. A kink in the distal window of the cutter was noted. All components of the spiderfx capture wire and distal filter assembly were accounted for. The damage to the hawkone cutter is consistent with the spiderfx capture wire being prolapse before the proximal end port of the cutter was drawn into the support sheath. As the cutter and prolapsed capture wire are withdrawn into the support sheath the prolapsed capture wire ¿zippers¿ the guidewire lumen along the length of the cutter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient at the distal superficial femoral artery and popliteal artery using a hawkone directional atherectomy device and spider embolic protection device. Vessel was pre and post-dilated. IFU was followed. A 6f, 55 cm (flexor raabe) sheath and multiple guidewires were used. Guidewire was hydrated at preparation. Device was advanced over a bifurcation. It is reported that hawkone device was unable to cross the lesion due to severe resistance. Severe resistance was also experienced when attempting to withdraw. It is reported that guidewire lumen was torn from the distal tip and allowed the 0.014" guidewire to come out. Spider wire then locked up around the nosecone. System was removed in tandem. Procedure was completed by advancing a 0.035" guidewire to tibial and stenting/pta was performed. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.